Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic after sustaining a fall, and it was noted that patient was in bradycardia. Upon device interrogation, the right ventricular (rv) lead exhibited chronic high thresholds and loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.